Event description:
"(B)(6) 2019: history: chronic aortic dissection type b & retro a, s/p avr with partial arch ascending aortic replacement. Finding: aneurysmal dilatation along descending aorta to supraceliac aorta with nearly total thrombosis false lumen. Cta revealed aneurysmal dilatation (about t5-t8 level), the diameter is about 52.6 mm in trans-axial diameter and 111 mm in lenght. Cta revealed pau (about t10 level), the diameter is about 39.1 mm in trans-axial diameter and 27.9 mm in lenght. On (B)(6) 2020: perform lcca-lsa bypass. Landing stent graft in zone 0 to t12 levels. 28-n2-38-199-34-2590s. 28-n2-34-209-30-2490s (issued of endoleak type 3 at t11 level). On (B)(6) 2020: follow up reveal endoleak type iii at about t11 levels." Patient outcome: "(B)(6) 2020: dr.(B)(6) , complaint and request to claim the new one of nbs (28-n2-34-209-30-2490s) for replace to cover endoleak lesion at the same position of the previous deployment."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plusthoracic stent-graft system. The relaynbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus related event occurred in (B)(6).

Event description:
"(B)(6) 2019: history: chronic aortic dissection type b & retro a, s/p avr with partial arch ascending aortic replacement. Finding: aneurysmal dilatation along descending aorta to supraceliac aorta with nearly total thrombosis false lumen. Cta revealed aneurysmal dilatation (about t5-t8 level), the diameter is about 52.6 mm in trans-axial diameter and 111 mm in length. Cta revealed pau (about t10 level), the diameter is about 39.1 mm in trans-axial diameter and 27.9 mm in length. (B)(6) 2020: perform lcca-lsa bypass. Landing stent graft in zone 0 to t12 levels. 28-n2-38-199-34-2590s. 28-n2-34-209-30-2490s (issued of endoleak type 3 at t11 level). (B)(6) 2020: follow up reveal endoleak type iii at about t11 levels." Patient outcome: "(B)(6) 2020: dr.(B)(6), complaint and request to claim the new one of nbs (28-n2-34-209-30-2490s) for replace to cover endoleak lesion at the same position of the previous deployment."